Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report#1627487-2018-01781, reference MFR. Report#1627487-2018-01780. It was reported the patient experienced general discomfort (described by the patient as tightness) radiating from their neck to the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was revised and extensions were repositioned more medial in the chest cavity. Follow-up identified the patient is recovering.

Event description:
Device 3 of 3. Reference MFR. Report#1627487-2018-01781. Reference MFR. Report#1627487-2018-01780. Follow-up identified the issue is resolved.